Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient with an unknown indication for spinal therapy. It was reported that post-op, disc slipped out of place. Patient is experiencing pain, and is having a revision surgery in the future.